Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There were numerous offset/overlapped intermediate coils proximal to the center solder for a length of 6mm. There was a clear piece of outer member on the proximal end of the guide wire 8cm distal edge to the distal edge of the hypotube. The outer member was wrinkled and bunched and was 8.8cm in length. There were no stretched coils as reported. There was no other damage noted to the guide wire. The catheter used in the procedure was not returned. An attempt was made to advance the guide wire through a hole gauge, but the guide wire would not advance past the offset/overlapped coils proximal to the center solder. This did not meet manufacturing criteria. The proximal end of the guide wire was advanced through the hole gauge and there was no resistance until the clear outer member, then the guide wire did not advance any further. This did not meet manufacturing criteria. The hole gauge used was a 0.145". The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. Product performance engineering reviewed the incident info and the analysis of the returned device. It was determined that at some point during the procedure, the guide wire was damaged from meeting resistance. This was evident by the coils being offset and overlapped, which is typically the result of the guide wire meeting resistance. It could not be determined if the damage was from meeting resistance with the lesion in the crossing attempt or if the microcatheter caused the initial resistance due to case circumstances. Due to the report of difficult during crossing, crossing difficulty appears to be the most likely cause of the guide wire damage. When the microcatheter ws used, the offset/overlapped coils would be expected to cause with resistance with the microcatheter. Using force to try to separate the microcatheter and the guide wire would damage both devices as appears to have happened. A portion of the damaged microcatheter or some other device was found on the outside of the returned guide wire. Overall, the analysis of the returned device indicates that reduced clearance caused the guide wire damage, but the initial cause of the reduced clearance could not be determined. There did not appear to be a quality issue with the guide wire. There is no indication of an issue in either materials or workmanship. The reported incident circumstances will be monitored. To control the process, manufacturing performs 100% inspection for damage at multiple in-process operations. Quality audits the processes and inspects samples at required locations in the process. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: required intervention to prevent permanent damage. Device issue: difficult to remove. It was reported that the target lesion was the mid lad with mild tortuosity and moderate calcification. Although the bmw crossed the lesion, it became stuck during use. Another company's microcatheter was delivered to remove the guide wire, but they became stuck with each other. When the guide wire was removed outside of the pt, two parts were found to be damaged. It is unk when, the guide wire became damaged. The bmw was changed to another company's guide wire and the previously used microcatheter was able to be used without any problem. No additional event or pt info is available.